Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-04763 and 2134265-2015-04914. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was then noted that the sled does not properly function as it was unable to perform an automatic pullback. This occurred during preparation and outside the patient. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is stable.